Manufacturer narrative:
Product evaluation did not confirm the failure mode. According to the fraxel dual laser system user manual, blisters, scabbing and delayed wound healing are known possible complications after fraxel treatment. Following laser treatment, reepithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if the treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number j0886. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate trending will be performed to monitor this issue. No further action is required at this time.

Manufacturer narrative:
The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. Tips are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. The system has software safeguards that will trigger error/event codes should system be outside of acceptable limits. The customer performed the burn paper test and it demonstrated proper pattern/coverage. The plant evaluation is underway.

Event description:
A user facility reported that they treated a patient with a scar using the fraxel. After treatment, blistering on the left cheek occurred. The nature of the injury is described as an ulceration through the left check. The patient was given clobetasol cream and mupirocin ointment. It is noted that the patient is healing and that pigmentation and a scar may be the outcome. Available images were reviewed and a burn is visible on the patient's cheek. The patient was not taking any medications. The patient was treated at the 1550 wavelength at 60mj treatment level 6 at 8 passes. No other treatments were being performed in same area where the symptoms were reported and the patient has not undergone any other treatments in the same symptom area within the past 30 days. There was no overlapping of passes. The incident did not occur during the treatment and nothing out of the ordinary was noticed during the treatment. This tip was used 3-4 times prior to this event. A burn paper test was not performed prior to using the treatment tip.